Event description:
The primary nurse was alerted by nearby staff members that the bipap machine for the patient had powered off on its own. Machine was restarted by the nearby staff member. The machine was found to be plugged into red outlet when it was removed from use and replaced with a different machine.